Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) exhibited loss of capture. Analyzer measurements indicated no issues with both the atrial and the ventricular leads. The device was explanted and replaced. When the new device was connected the same issue was observed. The physician repositioned the ventricular lead creating a greater lead slack without repositioning the tip and successful capture was confirmed. No patient complications have been reported as a result of this event.